Event description:
Balloon was placed inside a boston scientific 14fr. Wallstent (to open it) and inflated. When an attempt was made to deflate the balloon, it would not. The end of the balloon cahteter was cut in an attempt to deflate and still no success. The dr then had to use a small needle to pierce balloon inisde the pt (through chest) and aspirate. The balloon was then removed without further complication.